Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that the issue with c-arm movement while rotating. Review of system log files showed that issue with c-arm movement. Upon functional testing, engineer found that issue occurred because of defective rotation potentiometer. The engineer replaced the rotary potentiometer and returned the device to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.

Event description:
It has been reported to philips that the allura c-arm would not move. The system was in clinical use when this occurred. There was no report of harm.